Manufacturer narrative:
This report is submitted on january 10, 2023.

Event description:
Per the clinic, the patient experienced infection at the abutment site (specific date not reported). Subsequently, the abutment was removed (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.